Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. UDI for dsl2428: (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with two conformable gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. A gore dryseal sheath dsl2428 was advanced via the right external iliac artery into the abdominal aorta. The two thoracic endoprostheses tge 373715 and tge 373710 were implanted at the intended location. During the retraction movement of the sheath at the end of the procedure, the right external iliac artery was ruptured. As the size of the sheath is determined by the device size, it turned out that the sheath was slightly bigger in diameter than that of the iliac arteries and it is therefore believed that the size of the sheath may have caused or contributed to the rupture of the right external iliac artery. A balloon was used to occlude the vessel and a viabahn pah 101002 endoprosthesis was used to repair the rupture. The patient tolerated the procedure.

Manufacturer narrative:
Corrected information for the manufacturer ID: the correct manufacturer ID number is 3007284313.